Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation, stryker observed that the device's on/off button was not responding. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the customer's device and found the signal, on_off_switch, was higher than normal when the switch was open and would not go to a low state. The signal goes to the aok processor, u39, which is the likely cause of the issue, but couldn't be replaced to verify. This device was archived by stryker. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation, stryker observed that the device's on/off button was not responding. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.